Event description:
It was reported that the patient had anxiety and wanted to have the device out. It was noted that the patient stated that ¿nothing was wrong with the device, it was them.¿ it was noted that there was no product issues, and the patient did not want reprogramming. It was noted that the patient did not want to charge and the device was dead.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n275364, implanted: (B)(6) 2011, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3550-39, lot# unknown, product type accessory; product ID 3550-39, lot# unknown, product type accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).